Manufacturer narrative:
B5 and h6 updated. This investigation is still ongoing.

Event description:
The complainant also reported a torn anti-contamination sleeve on impella 5.5 support. Staff elected to place a tegaderm occlusive dressing in support as temporizing measure.

Manufacturer narrative:
Update information: b5 narrative updated. D1 brand name changed. H6 med dev prob code added a0709.

Event description:
Clinical review/rationale: (updated (B)(6) 2026). An impella 5.5 was placed via the axillary artery graft site to support the 67-year-old male patient who was admitted in with cardiogenic shock and cardiomyopathy. Presenting in scai stage d shock. The pump was placed over the .018 wire manufactured by abbott when the abiomed provided .018 wire had kinked with insertion. On the 3rd day of support the team observed a bleed at the jp drain for the insertion site and so, to remedy the bleeding the team held the anticoagulation medications. On day 6 of the support the team noted the sleeve was damaged and torn. To reduce any harm/infection the team placed an occlusive dressing and kept the pump on for his support. After a month of the support the team observed the plasma free hemoglobin labs to be elevated at 50mg/dl and 40mg/dl. There additionally was urine color change which lead to concerns of hemolysis. The patient is being monitored and pump not explanted. There was concern as the anticoagulation had been held the previous week with bleed concerns. The bleed was gastrointestinal, not from the pump access site. The patient is supported the anticoagulant bivalirudin. Additionally, there was console alarms for the pump being out of position, which the team determined to be false. The alarm was for loss of reliable signal which hadno consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding.hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5: added updated clinical review and related report information. H6: omit code a24. H6: updated codes based on the results of the investigation. H10: added the report number for the related report. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of product damage cannot be determined since the product was not returned and insufficient clinical details were provided. Miwb/hemolysis: the cause of hemolysis cannot be determined since the product was not returned and insufficient clinical details were provided. Placement signal issue: the root cause of the placement signal issue was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Event description:
An impella 5.5 was placed via the axillary artery graft site to support the 67 year old male patient who was admitted in with cardiogenic shock and cardiomyopathy. Presenting in scai stage d shock. The pump was placed over the .018 wire manufactured by abbott when the abiomed provided .018 wire had kinked with insertion. On the 3rd day of support the team observed a bleed at the jp drain for the insertion site and so, to remedy the bleeding the team held the anticoagulation medications. On day 6 of the support the team noted the sleeve was damaged and torn. To reduce any harm/infection the team placed an occlusive dressing and kept the pump on for his support. After a month of the support the team observed the plasma free hemoglobin labs to be elevated at 50mg/dl and 40mg/dl. There additionally was urine color change which lead to concerns of hemolysis. The patient is being monitored and pump not explanted. There was concern as the anticoagulation had been held the previous week with bleed concerns. The bleed was gastrointestinal, not from the pump access site. The patient is supported the anticoagulant bivalirudin. Additionally, there was console alarms for the pump being out of position, which the team determined to be false. The alarm was for loss of reliable signal which had no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella guidewire.

Event description:
Linical review/rationale: (updated 2026-5-22). The pump was explanted and replaced after 136 days of support. The exchange was performed with no clinical consequence to the patient. The new 5.5 pump was delivered and the support continues on the new 5.5 pump for this cardiomyopathy patient. An impella 5.5 was placed via the axillary artery graft site to support the 67 year old male patient who was admitted in with cardiogenic shock and cardiomyopathy. Presenting in scai stage d shock. The pump was placed over the .018 wire manufactured by abbott when the abiomed provided .018 wire had kinked with insertion. On the 3rd day of support the team observed a bleed at the jp drain for the insertion site and so, to remedy the bleeding the team held the anticoagulation medications. On day 6 of the support the team noted the sleeve was damaged and torn. To reduce any harm/infection the team placed an occlusive dressing and kept the pump on for his support. After a month of the support the team observed the plasma free hemoglobin labs to be elevated at 50mg/dl and 40mg/dl. There additionally was urine color change which lead to concerns of hemolysis. The patient is being monitored and pump not explanted. There was concern as the anticoagulation had been held the previous week with bleed concerns. The bleed was gastrointestinal, not from the pump access site. The patient is supported the anticoagulant bivalirudin. Additionally, there was console alarms for the pump being out of position, which the team determined to be false. The alarm was for loss of reliable signal which had no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 UDI number updated. H6 med dev prob code added a141102. H6 impact code added f1905.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary artery graft site to support the 67 year old male patient who was admitted in with cardiogenic shock and cardiomyopathy. Presenting in scai stage d shock. The pump was placed over the .018 wire manufactured by abbott when the abiomed provided .018 wire had kinked with insertion. On the 3rd day of support the team observed a bleed at the jp drain for the insertion site and so, to remedy the bleeding the team held the anticoagulation medications. On day 6 of the support the team noted the sleeve was damaged and torn. To reduce any harm/infection the team placed an occlusive dressing and kept the pump on for his support. After a month of the support the team observed the plasma free hemoglobin labs to be elevated at 50mg/dl and 40mg/dl. There additionally was urine color change which lead to concerns of hemolysis. The patient is being monitored and pump not explanted. There was concern as the anticoagulation had been held the previous week with bleed concerns. The bleed was gastrointestinal, not from the pump access site. The patient is supported the anticoagulant bivalirudin. Anticoagulation necessary for the pump placement and support can contribute to bleeding.hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Additional information received, b5 and h6 updated to include additional failure mode reported.

Manufacturer narrative:
Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of product damage cannot be determined since the product was not returned and insufficient clinical details were provided. Miwb/ hemolysis: the cause of hemolysis cannot be determined since the product was not returned and insufficient clinical details were provided. Placement signal issue: the root cause of the placement signal issue was not determined due to insufficient clinical details and unreturned product and logs for further investigation. Purge pressure high: the root cause of the high purge pressure alarms was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported there was bleeding from jp drain at impella site and anticoagulation held.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog and serial numbers updated. D6b explant date added.

Manufacturer narrative:
This supplemental report corrects information previously reported in section h9 in follow up report #7. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pd-anticontamination sleeve- (separation, torn): the cause of product damage cannot be determined since the product was not returned and insufficient clinical details were provided. Miwb/ hemolysis: no logs are available for review. The cause of hemolysis cannot be determined since the product was not returned and insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.